Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump boots up to 'verify' screen with functional auditory and vibratory alarms. There was no damage to keypad observed; 'down' button is stuck, scrolls down all the way. All buttons spring back as usual. 'Down' button contact shifted. There was contamination observed under 'contrast/down' buttons; however, there was no contamination observed under 'up/ok' buttons.